Event description:
It was reported that during inserting the catheter into the blood vessel, the outer layer of the sheath rolled up. The blood vessel was damaged.

Manufacturer narrative:
One 16f flow guard valved peelable introducer assembly was returned for evaluation. A visual examination of the introducer revealed that the edge of the sheath is peeled back where it tapers at the tip of the dilator. The sample was forwarded to the manufacturer for evaluation. When the investigation is complete, a final report will be submitted.